Manufacturer narrative:
A review of the implant's manufacturing record could not be performed as the correct lot info was not provided. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.

Event description:
The patient is pursuing a product liability claim arising out of the use of the nexgen lps-flex. It is also reported by the patient's counsel that the patient received a tm monoblock tibia implant on (B)(6) 2004 and was revised on (B)(6) 2008 due to pain. Note that the nexgen lps-flex component is within zimmer warsaw design control and the tm monoblock tibia is the only component that is within zimmer tmt design control.